Event description:
It was reported that the ventilator failed o2 cell test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell test and pressure transducer test during pre-use check. Our field service engineers investigated the reported machine on site. Air gas module, two pressure transducers, control printed circuit board(pcb) and expiratory channel pcb were replaced and sent back or investigation. The returned parts have been tested in a ventilator. They passed the pre-use check. No abnormal found during ventilation for 24 hours. They passed another pre-use check after the ventilation. It was not possible to reproduce any issue. Therefore, no root cause can be established. The provided logs confirms the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).